Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event, and the patient was moved to another room to complete the procedure with a delay of approximately 20 mins. The philips remote service engineer (rse) examined system remotely and confirmed that geometry movements were unavailable. Review of the logfile shows geometry movements unavailable. Upon troubleshooting, the rse reviewed log file and found issue with c-arc motion has lost its calibration values and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that no motorized movement of the stand was possible. The fse confirmed that the system produced intermittent errors with loss of stand adjustments through the motor gear box. To resolve the issue, the fse replaced the motor gear box. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's geometry movements were unavailable. The patient was moved to another room to complete the procedure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.